Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported what appears to be intermittent noise on the atrial channel. No noise was observed on the ventricular or far-field channels in stored recordings. Full lead evaluation with postural testing and isometrics was recommended. Lead remains implanted. Should additional information be received, this file will be updated.